Event description:
A nurse reported that the insulation is tearing and/or burning away from the tip of the es active electrode. Procedure was a laparoscopically assisted vaginal hysterectomy at a wattage of 30 cut/30 coagulation. No pt injury or involvement was reported.